Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s father via a social media comment that the patient was hospitalized due to elevated blood glucose levels, reportedly above 600 mg/dl. The father stated that the patient had to change pods three times in one day due to persistent hyperglycemia. No further details were provided regarding this event, and no good-faith efforts to obtain additional information could be conducted because no contact information was available for follow-up. No additional information is available.